Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump under delivered. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A1-a6/b5-b7: fields corrected to reflect patient involvement and updated event description. D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was seen in the event history log but was not confirmed through testing. The occlusion pressure was measured and found to be within specifications, with no abnormalities identified. There was no known cause of the reported issue, and the occlusion pressure was recalibrated preventatively.

Event description:
It was reported that the blockage alarm was triggered consecutively. There was patient involvement, but no patient harm/adverse event reported.